Manufacturer narrative:
Zimvie received one (1) unk biomet implant and one (1) unk biomet screw for evaluation. Visual evaluation was performed, the implant had signs of use with bone debris on the external threads. There was a 3rd party removal tool stuck to the implant. The screw could not be verified with visual inspection. Please see image review for additional details. This complaint refers to the unk biomet screw. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the unk biomet implant is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. The customer did submit images for the reported event. The image was of an implant with a broken fragment stuck inside. Based on the investigation and risk management file review as per (B)(6), the most likely root cause determined from the investigation was material selection of the product is not adequate to withstand occlusal forces. Therefore, based on the available information, a device malfunction did occur. Per image review the implant had a screw fragment stuck inside. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
Investigation found implant to be a biomet 3i implant. Also, the screw inside of implant is a removal screw.

Event description:
It was reported that clinician sent email stating that he met the patient after the fractured crown already occurred. Unable to retrieve the broken screw and contacted the zimvie rep at the time. A previous report was not filed by me regarding this particular implant. Implant retrieval device was used and a 3i implant was replaced. Called office to clarify item and lot numbers. They stated it was a referred case no additional information, but x-ray provided. Asked about retrieval tool, they stated it did not malfunction, it was not removed just sent with implant. It was reported that the implant was removed. Unclear if it was removed due to previous fractured screw or implant is fractured. Pending follow up.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. D1: brand name unknown / not provided. D4: lot/serial # unknown / not provided. D4: device expiration date unknown / not provided. D4: device UDI number unknown / not provided. D6a: implant date unknown / not provided. E1: last name unknown / not provided. G4: PMA/510(k) number unknown / not provided. H4: device manufacturer date unknown / not provided.